Event description:
Procedure: abdominal hysterectomy reportedly, the doctor noticed that device did not seal and there was 500cc blood loss. The surgeon used suturing to stop the bleeding and to complete the procedure.